Event description:
It was reported on 6/17/1999 the physician experienced a dissection of the subclavian artery while using a 7f jr4.0 zuma guiding catheter. He was able to patch the artery with a balloon without having to send the patient to surgery, the patient is doing fine. The catheter from this incident was not retained.